Event description:
Subsequent to the initially filed reports additional information was provided. The stent was not moved on the balloon. The distal stent struts were lifted and bent. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s lesion during advancement, resulting in the reported failure to advance. Additionally, it was reported that after the failure to advance, the stent was noted to be deformed. It is likely that manipulation of the sds, when resistance with the lesion was encountered, contributed to the reported stent deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5: describe event or problem updated. H6: medical device problem code 2923 removed, 2976 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The 2.25x15mm rx xience alpine stent delivery system (sds) was advanced however failed to cross the lesion and it was noted the stent had moved on the balloon. The sds was removed with the stent still on the balloon. The procedure was completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.